Event description:
The customer called for help setting her meter back to mg/dl. She did not know how it happened, but stated it showed mmol/l a couple of days ago. Customer service found the customer has called with the same problem before and thought she may be getting into the setup mode by accident. Customer service was replacing the meter and having the other sent for evaluation.